Manufacturer narrative:
Results: the penumbra system 3d revascularization device (psr3d) had a single fractured strut. The psr3d delivery wire was bent on its proximal end. Conclusions: evaluation of the returned psr3d revealed that one of its struts was fractured. This is likely a result of forcefully retracting the psr3d against strong resistance. Further evaluation revealed the delivery wire was bent on its proximal end. This damage was likely incidental and may have occurred during packaging for return to penumbra. The velocity, ace68 and neuron max referred to in the complaint were not returned. Penumbra psr3d's are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician completed the first pass using the psr3d and a velocity delivery microcatheter (velocity) inside a penumbra system ace 68 reperfusion catheter (ace68) inside a neuron max 6f 088 long sheath (neuron max). The physician did not mention resistance while using the psr3d with the velocity; however, it was noticed that the psr3d appeared to have a broken strut coming from the proximal end after the pass. The target vessel was completely opened at this point. Therefore, the procedure ended after removal of all of the devices. There was no noted damage to any of the other penumbra devices. Additionally, there was no report of an adverse effect to the patient.

Manufacturer narrative:
(B)(4).